Manufacturer narrative:
Lead: model 3093-28, lot #v741607. Programmer: model 3058, serial #(B)(4).

Event description:
It was reported there was a loss of therapeutic effect, and the patient was not feeling any stimulation. Troubleshooting confirmed the device was turned on, and the patient felt stimulation when the amplitude was increased. The patient felt the stimulation only in the back though and not in the front like she used to. The patient had been in the hospital for blood in her stool and had a computer tomography (CT) scan while in the hospital. Additional information has been requested, a follow-up report will be sent if additional information becomes available.